Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device stated temperature fault and maintenance. There was no patient involvement and no patient harm.

Manufacturer narrative:
H6: evalution codes updated. Device evaluation: one device was received. A visual inspection found the tank cover was cracked and leaking. During the functional testing, the customer reported issue was confirmed. The cause of the issue was found to be the defective main board and the leds were torn off. The main board and broken tank cover were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.